Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled, ¿uncemented versus cemented total hip arthroplasty for displaced femoral neck fractures in elderly patients with osteoporosis: a retrospective analysis¿ by xiang zhou, meiji chen, weiguang yu, guowei han, junxing ye, and jintao zhuang, published on by the journal of international medical research (2020), vol. 48, no. 8, pp. 1-9, was reviewed. The purpose of this study was to compare the efficacy of uncemented versus cemented thas in treating femoral neck fractures for elderly, osteonecrotic patients between march 2010 and march 2015. The cemented tha was a competitor construct and will not be included in this complaint. The 114 patients in the uncemented group received a depuy corail stem with a competitor cup. The femoral heads and acetabular liners were unknown. This complaint will capture the results for the corail stem. Results: 16 reported revisions. 23 reports of loosening. 14 reported periprosthetic fractures. The authors did not specify the reasons for revisions, nor did they specify the treatments for the loosening nor the periprosthetic fractures. There were no further details provided nor were there any radiographic studies included. Captured in this complaint: 16 corail stems: pec: implant loosening: bone to implant interface; health impact code: device revision or replacement, symptoms code: fracture and inadequate osseointegration"